Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of loose wiring and leak could not be reproduced. The front screen was blank and the error led was activated after power up. Functional testing could not be performed due to damaged on the front pcb. The probable root cause maybe a loose connection. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while using a versajet ii console, the wires pulled out. Versajet spewing saline when in use. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.